Event description:
It was reported that the stent was being used in a calcified rca. There was difficulty crossing the lesion, when the stent slid off the stent delivery system (sds). The dislodged stent remained on the guide wire. A balloon catheter was passed over the guide wire and used to capture and post dilate the stent in the intended site. The stent was post dilated with a balloon catheter. Reportedly, there was no pt injury.